Event description:
It was reported that low impedance was observed. Lead was explanted and replaced. Low impedance was found on the new lead. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. Several arc marks were observed on the ICD can. Further evaluation of the arc marks indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.